Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that there was pressure leakage of the zimmer ats cylindrical cuff during surgery. Add'l clinical follow up determined that there was substantial blood leakage. The surgical procedure was completed using an alternate device. Surgical time was extended by 15-30 minutes as the alternate device took time to be applied to the pt. Further details of the pt are unk. No add'l clinical info was received prior to this report.